Event description:
It was reported that the user experienced hypoglycemia during sleep, with a documented blood glucose nadir of 55 mg/dl and a blood glucose of 139 mg/dl at the time of the call, and the user treated with oral glucose. Symptoms included hypoglycemia. Outcomes included no reported hospitalization or long-term impairment. Investigation included a complaint intake and review of available event details. Investigation of this case revealed no device alarms or malfunctions reported at the time of the event, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.